Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray was failed and unable to recover. A field service engineer (fse) identified that the cable was stuck inside the controller unit and installed a new controller and cleaned the inner space to resolve the issue. Customer also stated that the pocket 3 was failed. Fse remotely assisted the user to recover the failure and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis mini tray storage failed and could not recover. The message indicated that the tray failed to stay closed and required technical support. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.